Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient (pt) had experienced a lack of efficacy and had the lead explanted and replaced by another lead. The pt was reprogrammed at the office, went through all seven standard programs, and lead to the identification of lack of efficacy. The issue was reported to be resolved at the time of the report. If additional information is received, a follow-up report will be submitted.